Manufacturer narrative:
The investigation excluded reagent issues as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) found dirt in the water flow path and decontaminated the whole water flow path. He confirmed that the assay and the module were again performing within specifications. The investigation determined the event was caused by an environmental issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable nh3l ammonia result from one patient sample tested on the cobas c 503 analytical unit. The initial result was questioned by the clinician who deemed it too high prompting the rerun of the patient sample. The initial result was 291 g/dl. The first repeat result was 70.3 g/dl. The second repeat result was 72.8 g/dl.

Manufacturer narrative:
The reagent lot number is 75844101 with an expiration date of 28-feb-2025. The field service engineer (fse) inspected the analyzer and could not find the cause of the event. He replaced the probe, cleaned the flow path, and conducted half-year inspections. He also performed simultaneous reproducibility tests before and after these procedures. The investigation is ongoing.